Manufacturer narrative:
Manufacturer's report date: 01/07/2009.

Event description:
Event occurred in 2008. Customer reported leaking from the readymed. The user filled the readymed device with normal saline, placed it in a zip lock bag and stored it in the refrigerator until ready to use. When ready to use the device and add the medication, observed fluid leaking from the area where the bladder and the plastic housing of the device meet. No pt contact, no pt harm reported, and no other event details available. Product was requested but not received to date. A follow up report will be filed if product is received in the future.